Manufacturer narrative:
Customer returned insulin pump for an alleged critical pump error (open book image) alarm found on (B)(6) 2021. Device was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical pump error (open book image) alarm triggered pump error 63 critical handling alarms (B)(6) 2021 20:21:01. Pump error 63 error due to hardware error (line number = 9926 file number = 2005). With variable 15. Device was cut open to perform visual inspection and found moisture damage on electrical board 1 or electrical board 2 or force sensor / motor. Force sensor zero offset within specification 22.2 milivolts. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: device had cracked keypad overlay, scratched case. Critical pump error (open book image) alarm confirmed due to pump error 63 alarms. Pump error 63 alarm due to moisture damage electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section h10 with this report. Customer returned insulin pump for an alleged critical insulin pump error (open book image) alarm found on august 19, 2021. Insulin pump was received with a critical insulin pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical insulin pump error (open book image) alarm. Successfully utilized crest and thus to download history files, traces and comlink3 files. Critical insulin pump error (open book image) alarm triggered insulin pump error critical handling alarms august 19, 2021 20:21:01. Insulin pump error due to hardware error (line number = 9926 file number = 2005). With variable 21. Insulin pump was cut open to perform visual inspection and found moisture damage on electrical board 1 / electrical board 2 / force sensor / motor. Force sensor zero offset within specification 22.2mv. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had cracked keypad overlay, scratched case. Critical insulin pump error (open book image) alarm confirmed due to insulin pump error alarms. Insulin pump error alarm due to moisture damage electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Insulin pump was exposed to moisture. Customer reported that they received open book image on the insulin pump screen. No harm requiring medical intervention was reported. The device will be returned for analysis.